Event description:
The hospital biomedical engineer stated that the information center generated a 3-star alarm (v-tach progressed to v-fib) and continued to ring for approximately 10 minutes with no response from staff.